Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Details of incident / nature of device defect test findings at operation: alval, fluid ++, brown debris and thick capsule details of injury (to patient, carer or healthcare professional): metal on metal reaction low mom blood levels action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) right hip revision (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.